Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise. No pacing inhibition was observed, but a lead revision was scheduled. The lead was surgically abandoned and replaced successfully. During the revision, it was noted the lead showed a kink near the suture sleeve on the proximal end. In addition, the patient mentioned that they had fallen twice recently while doing chores. No additional adverse patient effects were reported.